Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test and the displacement accuracy test. Device test failed not confirmed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer were experiencing high blood glucose level. Blood glucose level at the time of the incident was 27.9 mmol/l which was treated with injections. Customer¿s other blood glucose value was 22 mmol/l and 15.6 mmol/l. Customer stated that they feels okay to troubleshoot for high blood glucose. Customer stated that insulin pump failed high pressure test. Customer had symptoms such as nausea, vomiting, abdominal pain, difficulty in breathing and exhausted. Auto mode feature was not active at time of high blood glucose event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room nor admitted into hospital and based on customer report customer did not allege insulin pump was under delivering. The insulin pump will be returned for analysis.